Manufacturer narrative:
Date of event: the date of the event is unknown. Other (code unspecified): device identifier was not provided and the product was not returned. Based on information provided, it cannot be determined that the alleged incision breakdowns are related to prevena¿ incision management system. It is unknown if and what medical or surgical intervention was required. Device labeling, available in print and online, states: the prevena¿ incision management system should not be used to treat open or dehisced surgical wounds or on patients who have excessive amounts of exudate from the incision area which may exceed the prevena¿ 45 ml canister. The prevena¿ incision management system should be used with caution in the following patients: patients with fragile skin surrounding the incision as they may experience skin or tissue damage upon removal of the prevena¿ incision dressing.

Event description:
On 22-aug-2019, the following information was reported to kci by the physician: the physician reported experiencing "prevena¿ failures." The negative pressure of the prevena¿ incision management system allegedly does not "go down far enough" with morbidly obese patients and the incisions have broken down. On 13-sep-2019, the following information was reported to kci by the physician: the physician noted that the "prevena¿ failures" are not device related as the devices reportedly performed as they should. However, he thinks it doesn't work well with morbidly obese patients. He thinks the prevena¿ incision management system is unable remove the small amount of fluid that collects above the fascia because of the thick layer of fat. Due to this, he thinks he sees incision breakdowns in morbidly obese patients when using prevena¿ incision management system. No additional information is available. The prevena¿ incision management system identifier was not provided and the product was not returned, therefore kci cannot conduct an evaluation of the device.